Event description:
A nurse reported that during cataract surgery, after the incision had been made, three different system messages were displayed. There was a delay of five minutes while the console was exchanged. The surgery was completed, and there was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and no problem was found, however, the customer reported system message was verified in the system's event log. The company rep replaced the host assembly as a diagnostic measure. The system was then tested and met product specs. The replaced host assembly is returning for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).